Event description:
It was reported that during a training/demo of the da vinci system the large needle driver lost functionality and stopped responding to commands. Upon closer inspection, the customer identified that the steel cable of the instrument had broken. The instrument was fully reprocessed and set aside for return. There was no report of patient involvement.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.